Event description:
A customer reported to olympus, the evis exera iii video system center had issues connecting 180s scope. The image had color bars, full picture and it faded to black with no errors. The event occurred during an unspecified diagnostic procedure. The 190 series of scopes work fine. The customer switched out the maj-1430 cable (new/never used) and the pictured faded. All cables were connected correctly and tightly according to the customer. There was no report of patient harm associated with this event.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. However, the failure of the device is likely related to the design change measures not being implemented. It was confirmed that the design change of the dr board (printed circuit board) was implemented on april 16, 2018. Olympus will continue to monitor field performance for this device.